Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-mar-2021, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at 7.928 mg/day), bupivacaine (10 mg/ml at 3.964 mg/day) and clonidine (300 mcg/ml at 118.92 mcg/day) via an implantable infusion pump. It was reported that the patient began feeling withdrawal symptoms. The logs were checked and no abnormalities were noted. There were no environmental/external/patient factors that may have led or contributed to the issue. The old catheter was removed as well as the connector and replaced with a new 8780. The explanted device was discarded. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.